Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a placement procedure performed on an unknown date. During the magnetic resonance imaging (MRI) conducted post-procedure, it was revealed that there was a rectal wall infiltration. The hydrogel was observed under the serosa, with only a small part under the muscularis, and it is not touching the mucosa. The patient is asymptomatic, and the planned course of action includes a comprehensive scope examination, with subsequent standard fractionation of treatment if there is no evidence of a hole in the rectum. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 12/01/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 12/04/2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 12/01/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 12/04/2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: blocks a3, b5, h2 have been updated based on additional information received on january 08, 2023.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a placement procedure performed on an unknown date. During the magnetic resonance imaging (MRI) conducted post-procedure, it was revealed that there was a rectal wall infiltration. The hydrogel was observed under the serosa, with only a small part under the muscularis, and it is not touching the mucosa. The patient is asymptomatic, and the planned course of action includes a comprehensive scope examination, with subsequent standard fractionation of treatment if there is no evidence of a hole in the rectum. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes). Additional information. It was reported that the patient received spaceoar vue under general anesthesia. Additionally, fiducial markers were placed transperineally. Approximately 2-5cc were injected in the rectal wall. The patient's radiation treatment was delayed as result of this event. External beam radiation treatment was noted; however, it was not indicated if it had yet occurred.